Event description:
Event description guidant received information that the patient with this pacemaker expired. While in the hospital, the patient was externally cardioverted, for what appeared to be a ventricular arrhythmia. A hospital electrocardiogram (EKG) appears to show no pacing output, however, it is unclear whether this EKG was taken before or after cardioversion.